Event description:
It was reported that the patients right ventricular (rv) lead is exhibiting high threshold levels and a gradual impedance rise with two "spiked" high impedance readings. Patient is scheduled to consult with a cardiologist/electrophysiologist to discuss options. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the inner tubing of the lead developed a breach due to a depression while in vivo. The inner insulation had a depression breach. There was blood on a defibrillation conductor and it was not obstructed. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead is showing high impedance levels, and exhibited unstable thresholds. A lead fracture is suspected. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).